Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a vega knee implant. It was reported that on or about (B)(6) 2019, the aesculap vega tibial tray and femoral components were loose. The revising surgeon was able to extract the devices with his thumb and index finger. The implants had debonded from the cement mantle and were completely void of cement. There was a revision surgery required in order to replace the loose parts. The adverse event is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2019-00586 ((B)(4) - nn009z) 2916714-2019-00049, 9610612-2019-00587 ((B)(4) - nn261z) 2916714-2019-00050, 9610612-2019-00588 ((B)(4) - nx044) 2916714-2019-00051, 9610612-2019-00589 ((B)(4) - nx052z) 2916714-2019-00053, 9610612-2019-00590 ((B)(4) - nx112) 2916714-2019-00052. Involved components: nn261z - as tibial obturator d12mm - 52325105, nx044 - patella 3-pegs p4 - 52316618, nx112 - vega ps gliding surface t1/1+ 14mm - 51894482.

Manufacturer narrative:
Associated medwatch-reports: 9610612-2019-00586 ((B)(4) - nn009z) 9610612-2019-00587 ((B)(4) - nn261z) 9610612-2019-00588 ((B)(4) - nx044) 9610612-2019-00589 ((B)(4) - nx052z) 9610612-2019-00590 ((B)(4) - nx112). Manufacturing site evaluation: the implants are not available for investigation. There are no x-ray figures available. Investigation: no product at hand - therefore an investigation is not possible. There are no pictures available. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers and found to be according to our specification valid at the time of production. Conclusion and root cause: based on the information available it is not possible to determine a definitive root cause for the failure. It could be possible that the failure is usage related. Rationale: in the light of the little information received and due the circumstance that we did not received the complained devices it is not possible to determine a root cause for the mentioned failure. There are no hints for a material problem. According to the quality standard and DHR files a material defect and production error was not found. It could be possible that there were problems with the cement technique too. Potential sources of faults relating to the cement: · the processing time of the used cement was exceeded · wrong temperature · unfavourable storage · the age of the cement · wrong handling with the cement corrective action - a product safety case was opened. Any action regarding CAPA will be addressed with this case.